Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged unresponsive keypad, moisture damage, and cosmetic damage (cracked battery compartment) found on (B)(6) 2021. Device passed the displacement test, however failed the self test due to a pump error 63 alarm. Device was cut open to perform visual inspection and found moisture damage on the keypad flex connector and pcba 1.¿swapped out case and successfully downloaded history files and traces. Stuck button alarm was found in the history files on (B)(6) 2021 at 20:22, 20:23. Pump error 63 was found in the history file on (B)(6) 2021 at 13:11:43, ambient light failure (variable 3). Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found broken trace at pin 6. Device passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case on battery tube, cracked battery tube threads, cracked case above arrow and battery icon, and pillowing keypad overlay. In summary, customer allegation for cosmetic damage (cracked battery compartment) was confirmed during visual inspection where cracked case on battery tube and cracked battery tube threads was noted. Unresponsive keypad confirmed due to moisture damage on the keypad flex connector and pcba 1. Pump error 63 confirmed with ambient light failure (variable 3) where traces of u1 on the keypad assembly were examined and found broken trace at pin 6. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had received a stuck button error alarm. Insulin pump had a crack on the back of the battery compartment and been submerged in water. Customer stated they did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.